Manufacturer narrative:
Correction: the previous report had an incorrect date. It has been corrected to reflect the correct date the manufacturer was alerted of the complaint which is (B)(6) 2014.

Manufacturer narrative:
Initial reporter: reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during a craniotomy surgery, it was observed that the motor device was not performing as the device should be while in use with a craniotome device, compact speed reducer device and a foot control device. According to the report, the motor device did not have enough torque when in use with the compact speed reducer device. It was further reported that the motor device had intermittent operation when in use with the craniotome device. As a result, there was five minute delay to the surgical procedure. A spare motor device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.